Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an med procedure, the fused light guide, ar-3240-5040, overheated and burned the patient. The customer reported that the side where the scope connected to the guide, was hot. Additional information provided 8/13/2020: procedure occurred on (B)(6) 2020. There was no rep present. The burn was noticed after the case; no photos are available. The surgeon used a transparent film dressing from another manufacturer and the patient is currently under observation.